Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-run checks, the cardiosave intra-aortic balloon pump (iabp) unit display 0vdc on battery service screen. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10. Additional information: e1(event site telephone: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) facing "battery maintenance required message" issue. A getinge field service engineer (fse) found problem during pre-run checks. Replaced system batteries. Unit passed complete pm with full calibration, functional, and electrical safety tests to factory specifications. Unit is cleared for clinical use and returned to customer. There was no patient involvement.

Event description:
N/a.